Event description:
The customer reported that an erroneous low human chorionic gonadotropin (bhcg) result was generated on a unicel dxl800 access immunoassay system for one patient sample. The initial low bhcg result was reported outside of the laboratory and was questioned by a physician. While there were no reports of death or serious injury related to this event, it is unknown as to whether there was a change to patient management. Beckman coulter inc. Assessment of customer supplied data indicated that multiple repeat testings of the patient sample produced higher results above the normal range that were not questioned by the customer. The customer was not questioning either of the repeat test results. The customer reported that the erroneously low bhcg patient result was obtained on pipettor number one of the unicel dxl800 access immunoassay system while the repeat test results were obtained on pipettor number three and pipettor number four. The sample was collected in a lithium heparin tube and centrifuged at three thousand five hundred revolutions per minute for ten minutes prior to testing. The sample was a full draw and displayed no visible abnormalities or indications of hemolysis or fibrin. Assay instrument quality control (qc) results were performing within the customer's established ranges at the time of the event. However, beckman coulter inc.'s assessment of instrument assay archived performance data indicated that qc was failing to perform within the customer's limits on the date after the event on pipettor number one. System checks performed prior to the event passed within instrument specifications. Aspiration motion errors and motion failure errors were associated with this event the bhcg reagent and calibrator lots associated with this event were 270044 and 118621 respectively.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) observed a cover on the transducer had become unscrewed, likely by movement of the transducer, and became wedged in the transducer. During movement of the pipettor, the loose transducer cover caused the fluidics line of pipettor 1 to split in half and spray wash buffer out of the split tubing. This caused the y axis sensors on the gantry to malfunction and pipettor 2 then became disabled due to an inability of the pipettor to properly "home" itself. Pipettor 1 also disabled itself due to pressure failures. The fse replaced the split fluidics line, replaced by the y axis sensors and cleaned up the buffer spill. The fse lubricated the gantries, replaced the cover on pipettor 1 and adjusted the ultrasonics on pipettor 1 the fse verified instrument hardware after all repairs were completed and subsequently returned the instrument back into operation. The cause of the event was hardware failures.